Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly. It was reported that the customer experienced an elevated blood glucose (bg) level of 595 mg/dl. Cause was not known. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.